Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the patient was burned on the skin near the incision during activation of the device. The case was completed using the same device.